Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Product code - ni, expiration date - ni, device manufacture date - ni. This is 5 of 5 reports submitted for the same patient (reference 1822565-2017-01008 / 01017 / 01018, 2648920-2017-00075 and 1822565-2017-01170). This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It is reported that the patient was to receive a size 15 polyethylene spacer. Patient was initially implanted with a size 12 and revised with a size 14 at the same time he was revised due to loosening approximately 6 years post-implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The implant and explant dates need removed as the product was not implanted.

Event description:
It was reported that during a left knee revision procedure, the custom articular surface ordered was not made to fit the implanted tibial component. The procedure was delayed to awaken the patient and discuss available options; the procedure was then carried on with another size articular surface. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to the manufacturing deficiency as the articular surface requested by the doctor was not the requested size and was not compatible to the tibial component. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.